Event description:
No additional information.

Manufacturer narrative:
(B)(4)¿ follow up MDR for device evaluation one sample (model #mp5301-c, lot #23049109) was returned by the customer. It was reported by customer that they had another maxplus extension set (mp5301-c) that was unable to be primed. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe, and attempted to be flushed with water. The sample was unable to be flushed. The customer complaint can be verified. The sample was further examined under magnification where an occlusion can be observed near the female luer. A root cause was unable to be determined. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model mp5301-c lot number 23049109 was performed. The search showed that a total of 38,403 units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative

Event description:
It was reported while using the bd maxplus¿ pressure rated extension set with removable needleless connector it was blocked. The following was received by the initial reporter: I have another tubing turned into me yesterday (B)(6) 2023. I placed an iris was issue being described noted before, or during used? During attempted priming of tubing was there any patient involvement? No direct contact to patient. Any adverse events or serious injury reported to patient or healthcare professional? No. What procedure was being performed? Piv insertion. What medication was used in the procedure? Ns flush.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.